Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, g1, h2, h6, h11 the device was not returned to olympus for inspection however, the customer contacted olympus technical assistance support (tac) via email. The customer informed tac of the event and reported event was confirmed. A root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was leaking when connected to the co2 tank. The issue occurred during a colonoscopy diagnostic procedure. There were no reports of patient harm.